Event description:
The customer reported that the device would not seal during a small bowel resection. No regrasp alarms were heard and there was blood loss, but no transfusion. Amount of blood loss was not reported. There was no injury to the patient and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.